Manufacturer narrative:
Other, other text: additional information was received that there was no patient present at the time of the event.

Manufacturer narrative:
One cadd legacy 1 pump was received in good physical condition. The event history log was reviewed and there was evidence of the reported issue. The device lost power when trying to run during the investigation. The device was started with a cassette attached and restarted which is an issue with the circuit board. The device was also double beeping. The circuit board and downstream sensor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump lost power twice while running then turned on again and started beeping continuously. There was no reported adverse event.